Event description:
It was reported that during a subclavian vein stenting treatment procedure, the stent delivery catheter fractured, but the physician was able to successfully deploy the stent. The device was cracked out of the box at the end of the catheter where the metal pin (which is pushed to deploy the stent) stops. The physician was able to successfully deploy the stent despite the cracked catheter, so the stent remains implanted. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine."